Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record (DHR) was not available as no lot number was provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 2030404-2020-00028. Following a ventricular tachycardia procedure, a pericardial effusion occurred. A pericardiocentesis was performed but the patient was transferred to the operating room for surgical intervention. The patient is in stable condition.

Manufacturer narrative:
Additional information: a3, g4.